Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the banana plug was missing from the back end. The nut that retained the plug was loose in the chassis. The plug became unscrewed. The instrument was built in 2006, prior to implementation of a lock washer and loctite to help with retention of the plug. The instrument passed electrical continuity (using metal contact at conductor end) testing. Engineering also found a damaged ceramic sleeve and proximal clevis. The entire ceramic sleeve was missing from the yaw pulley. The sleeve likely broke in more than one piece. The proximal clevis was cracked in the axial direction halfway between the ears. The crack orientation was consistent with overloading the tip with the wrist pitched. Engineering concluded that both failures were likely mishandling related. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the permanent cautery hook instrument cautery connection was noted to be broken. No patient harm, adverse outcome or injury was reported.